Manufacturer narrative:
The reported guidewire was received for analysis. The initial visual and tactile examination of the guidewire indicated that the distal core wire was fractured. There was no other damage revealed with the guidewire that would have contributed to the reported event. The fractured shaft sections underwent scanning electron microscope (sem) analysis, which revealed the presence of torsional stresses on the fracture face of the core wire. At the conclusion of the device analysis, the reported event was confirmed. However, the root cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the guidewire detached and remained in the patient. After treatment of the target lesion using the oad, the wire was noted to be detached. The wire was unable to be snared and was secured against the vessel wall using a stent. The patient remained stable during the procedure.